Event description:
It was reported by service report that the customer states that the headend of the stretcher will not lower down. It is unknown if there was patient involvement or if there are adverse consequences to report.